Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a groin hematoma occurred post procedure. The patient underwent a left atrial appendage (laa) closure procedure. Access was obtained via the right groin using a standard 0.32 wire that came with the non bsc transseptal sheath. During the access, the physician mentioned that he saw arterial blood. He aborted that access attempt and held pressure. He then accessed the vein and advanced the wire into the right femoral vein and performed the transseptal puncture. A watchman access system was positioned in the laa and a 27 mm watchman laa closure device was advanced and deployed. After completing the procedure, the patient had a large hematoma in the right groin; discovered during the removal of the drapes post procedure. The patient was re-draped and an angiogram was performed by the physician which revealed a perforation of one of the arteries in the right upper leg, which occurred during the initial access attempt. A stent was implanted in the femoral artery. There were no further patient complications reported and the patient was reported to be doing well.